Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose at night since she started insulin pump therapy on (B)(6) 2015. The customer stated that it starts to rice at 8pm and goes up to 400 mg/dl and when she gets up in the morning it starts to go down. Current blood glucose reading was 380 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime and the cannula was straight. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clamp. Customer was advised to change the entire set and talk to the doctor about the nigh settings.